Event description:
Additional information was received from the patient. The patient reiterated they had problems with the implant. The patient provided conflicting information, as they stated that they had problems with the device off and on for about a year but later said that they had problems with the implant since 2020 with it working correctly. The patient shared that back in the early spring, they were going to get the battery placed in. The patient mentioned they were supposed to have the surgery done in the spring but it fell through, and they've never heard back from workers comp. They couldn't get an MRI that was needed because the device couldn't be put in MRI mode. The patient was scheduled to have surgery on friday morning to replace the implant and was told that the representative had to be there, but the manufacturer representative (rep) did not show up to their surgery as there was a snowstorm. The agent sent a callback request to the team. No symptoms were reported. Additional information was received from a manufacturer representative (rep). The rep stated that, if they remembered correctly, the patient had let their device overdischarge and complained about difficulty recharging. The patient's battery was brought back and their impedances were all good. The patient was scheduled to have their implant replaced, but this was cancelled due to a snow storm, as previously recorded. Incoming call from rep. Rep confirmed they reported the previous overdischarge issue via a written report. Patient¿s main complaint has always been charging difficulty. When rep met with this patient in the past, rep saw no device issues, impedances were normal, and they could charge patient¿s device normally. When rep was unable to make it to the patient's replacement appointment, patient was very upset and used profanity. Neither the rep nor their team has heard from this patient since. Rep reiterated that patient¿s complaint has always been charging issues, but rep never noticed anything that could confirm patient¿s allegation. The device has always worked fine. Rep doesn¿t know how many times patient has let the device go into overdischarge but when rep did become aware, they reported it via a written report. Rep had no further question or information. E-mail received from the same rep reports "the patient had decided to have it replaced after it was canceled, I have not spoken to the patient. The only information I have was what was recorded by patient and technical services, and that the patient didn¿t think [they] wanted to get it replaced anymore." In response to if the patient's replacement surgery has been rescheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# unknown product type recharger product ID pnma01411a004 lot# serial# unknown product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that charging ins has been a problem for "several years, the last 3-4 years, you cant hardly ever get the full boxes" and says its been nothing but a headache. They said they made medtronic representative aware of this issue about 2-3 years ago, and again a couple weeks ago and says representative sent them a new charger and was also going to send them a belt but pt only got new insr and not the belt. Patient has been trying to get all 8 coupling bars filled in and says they have been on hold for over an hour trying to reach patient services (pss). Patient doesn't know if their implant has moved or flipped. Pt also said the therapy works well when everything is functioning like it should. The issue was not resolved through troubleshooting. Additional information was received from the manufacturer representative (rep). Rep reported that they have met with the patient (pt) previously when they allowed their device to overdischarge, which the rep reported via calling into tech services or mpxr. The cause of the charging issues are unknown, though rep suspects the cause is the position of the pt's implanted device. To resolve the issue, rep got pt's device back up and running. Rep noted the pt called recently saying that their recharger was not making a good connection and they sent the pt one that had been donated back from a previous pt. Rep reported pt is now seeing a new healthcare provider (hcp). Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). Patient stated the implant has been gone for over a year and they had problems with the implant for approximately 3 years. Patient stated the ins was dead. Patient reported the implant never gets to charge up to the charger and they met with manufacturer representative about a year ago with hcp and they decided it is time for a replacement. Patient stated they could not get an MRI because of the stimulator and they did a CT scan and went through 5 months of therapy and shoulder surgery but it didn't work and they needed an MRI and they couldn't get an MRI with the implanted device. Patient stated they need to do something about the implant or get the implant removed. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from a patient (pt). It was reported that they have not been able to get an appointment with their doctor. They met with someone who was supposed to be getting them set up for a battery replacement. But they are unable to get anymore information on the progress. They are in desperate need for an MRI. The patient reported having some health problems that already have orders for an MRI but they cannot with the battery that has been depleted for 2-3 years now. This issue has not been resolved. They have not been informed about any progress or plans. The patient reported having problems pairing the recharger for the past 3 years and now it will not pair up.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.